Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left and right common femoral arteries was attempted with proglide devices after successful treatment of a paravalvular leak. After the procedure, the left common femoral artery was closed without issue using preplaced sutures of two proglide devices. Two arterial sheaths (4fr and 5fr) had been placed near each other in the right common femoral artery (rcfa) for the procedure. Arteriotomy closure of the rcfa was attempted at the site of the 5fr sheath using a proglide device. After the proglide suture was placed, resistance was noted during removal of the 5fr sheath. Proglide device closure in the rcfa was ceased. A 6fr sheath was inserted at this unsuccessfully closed access site. The patient was sent to the nursing unit where the 4fr sheath and 6fr sheath remained in the patient. The 6fr sheath was removed without issue; however, the 4fr sheath was removed with considerable resistance. The tip of the 4fr sheath was not intact after removal and had sheared off. The patient was sent to surgery where the sheath tip was found sutured to the artery. The sheath tip was removed surgically. Hemostasis was achieved with surgical closure. There was a clinically significant delay in the procedure due to the use of the device. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.